Event description:
It was reported that during a coronary stent procedure, the stent embolized. This device was being used off label in the sfa. The stent was positioned, while attempting to deploy, the actuator would not pull back to deploy the stent and then broke apart. The physician withdrew the catheter and upon withdrawal the stent dislodged and they were unable to locate it in the patient's anatomy. The case was completed with a bare metal stent.